Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer reported she had exposed her insulin pump to a magnetic resonance imaging machine. As a result the insulin pump was no longer functional. The customer decided to use her old insulin pump. The customer stated she received an excessive no delivery alarm when she used her old insulin pump. Customer's blood glucose was 138 mg/dl. The customer was advised to monitor the issue. No additional information provided.